Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented in clinic for normal follow up, noise was noted on the ventricular sense-pace lead. Externalized conductors were previously noted. Possible lead replacement during ICD change-out.